Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) stent graft, implanted: 2011-(B)(6); a2dr01 ipg, implanted: (B)(6) 2015 (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged and fell into the right ventricular (rv). The device was temporarily reprogrammed to vvi, and subsequently the ra lead was revised, and remains in use. No patient complications have been reported as a result of this event.